Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. On the day of the event, patient woke up feeling horrible and not feeling well. At 8:00am, patient's blood glucose was 101mg/dl on ot meter. Patient allegedly felt patient's blood glucose was low and ate half a roll of candy. Patient later, still not feeling well, called paramedics. Patient's blood glucose was 33mg/dl on paramedic's meter of unknown brand. Patient was transferred to emergency room where patient was treated for hypoglycemia before being released. Patient has not provided any further information.